Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve, during inflation there was too much forward pressure on commander system and advanced the valve ventricular resulting in a final position of 50/50. Due to the suboptimal position of the first valve, a second valve was implanted successfully, while the first valve remained in situ. During deployment of the second valve, a balloon rupture of the second commander delivery system was observed and post dilated with a 22mm true balloon. Despite this additional event, the second valve was successfully implanted. The patient remained in stable condition following the procedure. The possible root cause of the balloon burst, as stated by the field clinical specialist, was attributed to the first sapien valve being implanted at 50/50. The device will not be returned. The initial reporter did not allege any device deficiency.

Manufacturer narrative:
Correction to h10:during an administrative review, it was noted that the related medwatch number was not previously submitted.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery review identified the presence of calcification within the valve landing zone. During deployment of a second valve, the deployment balloon burst, and the balloon was noted to have a radial tear. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event was confirmed by the imagery provided. Available information suggests that patient factors (calcification) likely contributed to the event. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.